Event description:
It was reported that during the procedure the shaft got separated. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous at the middle left anterior descending artery. During the percutaneous coronary intervention (pci) preparation, the operator attempted to perform flushing the opticross imaging catheter when the shaft got separated at the joint section of the blue shaft and clear shaft . The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. A kink was observed in the sheath assembly at 2.3 cm from femoral marker at the distal end. The telescope assembly was not able to properly pull back, advance, or retract. The clear imaging window tubing was found detached from blue sheath tubing at the lap joint. Full image characterization testing cannot be performed based on the detached imaging window. This exposes the imaging core and could cause it to windup during testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during the procedure the shaft got separated. The (B)(4) stenosed target lesion was located in a moderately calcified and moderately tortuous at the middle left anterior descending artery. During the percutaneous coronary intervention (pci) preparation, the operator attempted to perform flushing the opticross (tm) imaging catheter when the shaft got separated at the joint section of the blue shaft and clear shaft . The procedure was completed with a different device. No patient complications were reported and the patient's status is good.